Manufacturer narrative:
This supplemental report is submitted to correct field g3 on the initial report. The date received by manufacturer (g3) for the initial report is (B)(6), 2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the patient bleeding and bubbles during the laser emission was likely due to user mishandling. However, since the subject device was not returned, a physical evaluation could not be performed. The event can be detected/prevented by following the instructions for use (IFU) which state: "highly vascularized anatomical structures should be approached with caution. Electrocautery and/or suture (ligature) should be easily accessible in the event that a bleeding from a large vessel needs to be controlled. The risk of bleeding may be higher in patients taking anticoagulants / platelet aggregates." This supplemental report includes a correction to e3 from the initial medwatch. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that a physician performed a retrograde intrarenal surgery (rirs) with a 200um soltive laser for renal stone treatment in the kidney. The suspected product was inspected prior to procedure. The inspection confirmed the laser aiming beam was normal and fiber was intact. Sudden bleeding occurred during the procedure. The duration of time the laser was deployed was around 2 hours within the procedure. The irrigation used during procedure was confirmed as normal saline. The laser settings was at 0.8j, 15hz, short pulse12 watts and 0.02j, 40-60hz,short pulse 0.8j-1.2 watts. The physician terminated the procedure and clotted off with a bladder irrigation. The procedure was completed with the same or similar device. The patient outcome was reported as stable. This report is being submitted for sudden bleeding, subsequent termination of procedure, and a surgical procedure delay.

Manufacturer narrative:
The suspected product was not returned to olympus. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.